Manufacturer narrative:
No allegations of system or component failure or malfunction are noted. No signs of infection were found. Procedure was performed due to the results of the patient actions as well as the failure to fully remove a suture after the surgical wound had healed.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. In (B)(6) 2023 the doctor reported to nalu that the patient attempted to remove what they thought was an ingrown hair and inadvertently pulled on one of the implanted device leads. Physician was concerned about potential for infection due to patient opening the skin at the incision and planned to explant the system. On (B)(6) 2023 the physician initiated the planned explant and discovered a suture that had not been removed or absorbed. There was no sign of infection found upon opening the site. Physician irrigated the wound and closed it back up, leaving all implanted components as is. Patient was seen on (B)(6) 2023 for follow up and reported receiving pain relief.